Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be "digestive trouble due to food," however this was unable to be confirmed and the cause is assessed as unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized and began treatment with ceftazidime (dose, frequency, and route unknown) and cefazolin (dose, frequency, and route unknown) for peritonitis. Seven days after the event onset, treatment with ceftazidime and cefazolin were discontinued and the patient began treatment with imipenem (dose, frequency, and route unknown) and ciprofloxacin (dose, frequency, and route unknown) for peritonitis. Twenty days after the event onset, treatment with imipenem and ciprofloxacin was discontinued and the patient's peritoneal dialysis catheter was expected to be removed. At the time of this report, the patient was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On unreported dates, dianeal therapies were discontinued and the patient was transferred to hemodialysis due to the patient not responding to the peritonitis treatment. Twenty days after being admitted to the hospital, the patient was discharged. No further information was provided regarding the outcome of the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.